Event description:
Restor alcon multifocal iol lens, prod produced ghosting on multiple colors, objects, blurring of vision -vaseline vision, glistenings-when in use in pt's eye. This problem is increasing as time goes on. MFR and physician are ignoring the reports from pts of this problem. The MFR is misrepresenting the qualities of the lens. They are advising that it will give good distance, intermediate, and close up vision, it is not. Dates of use 2008. Reason for use: poor quality vision.